Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that they would set up feeding, but bag would still be full when the feeding should've been finished. Mmdg did follow up with the initial reporter, who stated that the patient did not experience any adverse effect. They did also advise of off label pump use. (B)(4).